Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. The wife also reported the customer fell off a ladder in a previous event and has been experiencing high blood glucose since. Troubleshooting did not occur for the customer's blood glucose. The insulin pump will not be returned for analysis.